Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic inguinal hernia repair, a part of the plastic was missing from the dissection balloon. There was no rapid loss of abdominal pressure due to the device issue. To complete the case another dissection balloon was used. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned products noted: the dissector balloon, obturator, valve seal and doors appeared intact. The sheath that is attached to the cannula was not present the insufflation bulb was not received. Pmv performed functional testing; the balloon was inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.